Event description:
It was reported that the inflatable penile prosthesis right cylinder was seated too short. The physician replaced the right cylinder to track correctly through the distal portion of the penis. No patient complications were reported.